Event description:
Reportable based on device analysis completed on (B)(4) 2014. It was reported that the coil failed to deploy. A 10mm x 20cm interlock¿ was used to treat the target lesion located in the iliac vein. During the procedure, it was noted that the coil was flushed but failed to deploy. Procedure was completed with another of the same device. There were no patient complications reported and the patient's condition was stable. However, device analysis revealed that the number of fiber bundles was below the assigned specification.

Manufacturer narrative:
Device evaluated by manufacturer: a coil was returned with a pusher wire and an introducer sheath for analysis. A visual inspection was performed. The coil was protruding from the introducer sheath. The coil and pusher wire were interlocked inside the introducer sheath. The coil was advanced with ease out of the introducer sheath. The coil was found to be stretched upon inspection. The introducer sheath was inspected and no damage was observed. The fiber bundles were moist and free from blood. A microscopic inspection was performed. The coil zap tip was inspected and no damage was noted. The interlocking arm of the main coil was inspected and no damage was noted. The interlocking arm of the pusher wire was inspected and no damage was noted. The dimensions that could be measured were found to be in specification. The number of fiber bundles was below the assigned specification. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).